Manufacturer narrative:
(B)(4).

Event description:
It was reported that wireless communication was not available on the device. Patient is pacemaker dependent. The wireless telemetry was unavailable due to telemetry lockout. Device was explanted and a new device was implanted. Patient was stable throughout the event.